Manufacturer narrative:
Philips service added fluid to the cooling unit and recommended follow-up for leaks. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low load fluoro occurred due to a tube rotor problem on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.